Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the blood tubing was clamped and leaked blood between the y connector and the slide clamp during patient use. There was no report of patient harm.